Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) misinterpreted signals which caused the ICD to deliver inappropriate shock and inappropriate anti-tachycardia pacing. No intervention was performed. Patient's condition was unknown.